Manufacturer narrative:
Product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details, no data logs were provided and no product was returned for review. The root cause of optical signal issue was unable to be determined as limited clinical details, no data logs were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported an impella 5.5 pump was supporting a patient admitted in for high risk surgery. The pump was placed but it was reported that there was negative aorta pressure readings, suction alarms over p5 and therapy was unable to be escalated. The patient remained stable and there was no reported patient harm.